Manufacturer narrative:
D4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. H6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code (B)(6) captures the reportable event of perforation. Imdrf patient code (B)(6) captures the reportable event of abdominal pain. Imdrf impact code f19 captures the reportable event of surgical intervention performed. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f0801 captures the reportable event of admission to the intensive care unit.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was to be implanted in the common bile duct post papillectomy during a procedure performed on an unknown date. On (b)(3) 2023, the patient returned to the hospital after experiencing severe abdominal pain. It was later noted during a computed tomography (CT) scan that the stent migrated into the duodenum, which resulted in perforation. Surgery was performed to remove the stent and to address the perforation. The patient was admitted to the intensive care unit (ICU) and the patient's current condition was reported to be poor.

Event description:
It was reported to boston scientific (bsc) that the referenced wallflex biliary rx fully covered stent was implanted in the common bile duct following an endoscopic papillectomy procedure, which is outside the indications for use per the device's instructions for use (IFU), and a plastic stent was placed through the referenced wallflex biliary rx fully covered stent. After the implant procedure, during a follow-up on (B)(6) 2023, it was reported that the patient had improved, and the stent was confirmed to be correctly in place. On (B)(6) 2023, the patient returned to the hospital after experiencing severe abdominal pain. A computed tomography (CT) scan noted that the stent had migrated into the duodenum, which resulted in perforation. Surgery was performed to remove the stent and to address the perforation. The patient was admitted to the intensive care unit (ICU) and the patient's current condition was reported to be poor. Additional information received on january 26, 2024 and february 6, 2024. On (B)(6) 2024, it was reported that the patient subsequently passed away due to sepsis in the ICU. On february 6, 2024, it was reported that in the physician's assessment, the stent did not directly cause the patient's death. However, stent migration, along with the post interventional pancreatitis, sepsis, multiple surgeries and other interventions contributed to the patient's death.

Manufacturer narrative:
Blocks b5 and h6 (patient codes and impact codes) have been updated with the additional information received on january 26, 2024, and february 6, 2024. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f19 captures the reportable event of surgical intervention performed. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f0801 captures the reportable event of admission to the intensive care unit. Block h11: blocks b5 and g1 (MFR site address 1, MFR site city and MFR site country) have been corrected.